Manufacturer narrative:
The sample was rec'd for investigation. The returned catheter was broken just below the oval portion of the catheter. Attached to the luer of the catheter hub was a purple accessory/adapter which is not provided by argon medical. The returned tubing contained the 2cm of blank space between the hub and the beginning of the marking and 13 cm of the marked tubing. It was observed that there were dried fluids on the catheter tubing. The broken ends of the catheter tubing displays jagged and uneven edges, which indicates misuse in the user environment. In addition to evaluating the returned product, the product (B)(4), the lot device history record and the inspection record were reviewed as well as general mfg records for any discrepancy reports and no anomaly was found. The argon sales manager for this product line had a discussion with the nicu manager and vp of risk management at (B)(6). Per that discussion, all the breakages were determined to be a care/maintenance issue because the semi permeable dressing was not completely covering the securement disc nor a portion of the integral extension set the a bi- or tri-furcation was added to the hub of the PICC. This addition adds weight to the hub which places excess stress on the PICC at the inverted triangle below the securement disc.

Event description:
The PICC line inserted on nicu infant broke just below the oval. The distal portion of the line did not migrate into infant and there was no harm to pt.